Manufacturer narrative:
The sheath 4fc12 with lot number 39638 was returned and analyzed. Visual inspection showed the shaft was kinked at proximal end with attachment with strain relief and also in the middle. Functional testing of the sheath showed that the reported steerability and the deflection worked as per specification. Dissection did not show any breakage of the pull wire. The kink caused the shaft to be out of the plane. In conclusion, the sheath failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.